Event description:
Per following physician's office, this lead was capped because it was "not working properly". The exact nature of the issue was not known. This lead was replaced. Should add'l info become available, this record will be updated.